Event description:
It was reported that the nurse was having intermittent communication issues with the programming system. The nurse was required to reposition the programming wand in order to successfully perform interrogations. The wand battery was confirmed to be functioning properly. Troubleshooting was performed and issues were found with both the handheld device and programming wand. The specific issue with the devices could not be determined. The programming system has not been returned to date.

Event description:
On (B)(6) 2014 the handheld and flashcard were returned for product analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld and flashcard performed according to functional specifications.